Manufacturer narrative:
Per the report "the tip of the suction came off in the chest cavity of the patient". No additional information is available at this time. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Related to report: mw5159684.

Event description:
Per the report "the tip of the suction came off in the chest cavity of the patient".